Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reporting that following an intraocular lens (iol) lens implant procedure, the patient developed endophthalmitis. Additional information was provided indicating that the patient experienced pain and developed corneal edema. The culture results were negative.